Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the rubber seal as well as downstream occlusion (dso) are damaged, resulting in low sensitivity threshold for detecting air in the line, which triggers an audible alarm¿ was confirmed. The probable cause was the dso seal was torn and therefore replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the rubber seal as well as downstream occlusion are damaged, resulting in low sensitivity threshold for detecting air in the line, which triggers an audible alarm. There was no reported patient involvement.